Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate and could confirm the reported issue. It was found that refrigerant was leaking from the cardioplegia cooling coil causing water entering the refrigeration cycle and consequently damaging the cooling compressor. The device will be removed from service.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was not cooling down during setup. There was no patient involvement.